Manufacturer narrative:
On (B)(6) 2004, this event concerns a device that was manufactured and used outside the united states. The analysis of this device is pending.

Event description:
After 11 months of implantation, the device involved in this MDR report was explanted and returned because it could not be interrogated.